Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the lay-user/reporter claimed that her blood glucose elevated to "577 mg/dl" while she managed her diabetes with the animas insulin pump. Reportedly, she had symptoms of thirsty, nauseated, and vomiting. Her infusion set allegedly was changed; however, her blood glucose remains about the "400 mg/dl" range. Her doctor advised her to discontinue the subject pump and administer injections via syringe every 3 hours. Subsequently, her blood glucose stabilized at "168 mg/dl". During troubleshooting with the animas healthcare representative, it was noted the cannula did not appear to be bent or kinked. Basal rates are 12 am 1.1 units, 2 am 1.575 units, 6 am 1.2 units and 3 pm .85 units for a total of 26.95 units per 24 hours. There seems to be a discrepancy in the total daily dose history as it showed 12.26 units on the day of the call. The previous day showed the total daily dose correlated with the bolus delivery plus basal rate. This complaint is being reported because the patient claimed she experienced hyperglycemia while managing her diabetes with the animas insulin pump.